Manufacturer narrative:
The tech replaced the worn brake casters to repair the bed.

Event description:
Info received indicates the brake will set, but the casters continue to swivel if the stretcher is pushed from the side.